Event description:
On april 8, 1992, howmedica transverse screw was shown to physician for verification of implant. At this time, sterility of package was questioned by rn and directed to surgeon. Screrw was in original container with security seal in tact. Seal read, "do not use if seal is broken." The package did not say sterile or unsterile. It was decided by or team that since it did not say unsterile, they throught it was sterile. Call placed to howmedica representative who stated it was not sterile. This information was given to or team. However, screw was already implanted.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: labeling - difficult to understand. Conclusion: invalid data. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was not destroyed/disposed of.